Event description:
Surgeon removed jackson pratt at bedside. The jackson pratt broke. The jackson pratt was unable to be removed in its entirety at the bedside. The end of the jackson pratt was retained. The physician performed a diagnostic laparoscopy and jackson pratt removal. The end of the jackson pratt drain was found to be in place and was removed completely. The facility had two lots in circulation. We narrowed the broken device down to one fo these two lot numbers 1150304 or 1150306. Device is available for evaluation; however, the retained piece is not available.